Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2015. The revision surgery was due to dislocation during physical therapy and a patient fall. During the revision, the original omni tibial insert, retaining bolt, modular augments, augment bolts and two modular stems were revised. The insert was revised from a 2 x 10mm to a 2 x 12mm insert, and one of the modular stems was revised from a 17mm x 75mm stem to a 19mm x 75mm stem. The remaining modular stem and 6 tibial augments that were revised, were exchanged with new implants of the same size.